Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during a lasik corneal flap creation, the system status indicator dropped out of range resulting in a thin flap that tore. Additional information has been requested.

Manufacturer narrative:
Attempts have been made to obtain additional patient information; however, at this time no information has been received. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
Attempts have been made to obtain additional patient information; however, at this time no information has been received.